Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed in the fluid path due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the tear in the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g975usqu9ixe1 smartphone hardware: sm-g975u cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was placed.